Event description:
It was reported that an aseptico endo dtc motor failed to beep or auto-reverse properly, possibly causing two files to separate in the same canal; the doctor reported that the motor also did not beep or auto-reverse while being operated and preventing rotation of the file with hemostats. The canal was filled with the separated pieces in place.

Manufacturer narrative:
Because evaluation of the unit involved is not complete as of this report and since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability. The file separation will be reported via asr, as appropriate. The device was returned to the physical manufacturer for repair, though results are not available as of this report. Evaluation results will be submitted as they become available.